Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown; expiration date - unknown; date implanted - unknown; date explanted - unknown; manufacture date ¿ unknown.

Event description:
It was reported a patient underwent a distal bicep fixation procedure on an unknown date. Subsequently the patient was revised on an unknown date due to repaired tendon disengaging from the anchor. The patient was lifting a 25 lb. Dog at the time the event occurred. It should be noted the anchor was still in the patient's bone and there was suture in the torn tendon at the time of the revision. Another 2.9mm toggleloc was used in the revision to repair the tendon.